Event description:
It was reported that patient presented in-clinic, and noise and low impedance was observed on the atrial lead via egm. In clinic, impedance values were within range. There were no adverse consequences for the patient. The device remains implanted.